Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2014 with the following findings: no defect found. Black box and alarm history shows no unusual alarms or any activity outside of normal use is observed. -returned battery cap and cartridge cap were used to complete the investigation, the battery compartment and battery cap are undamaged and able to fit o maintain electrical connection. No power interruption or any alarm occurred during the investigation, the product performs within specification, unable to duplicate ¿no power¿ complaint the pump¿s cover was removed, no intermittent condition was found to the power printed circuit board.